Event description:
It was reported that a patient underwent an unknown spinal procedure with screw instrumentation. At an unknown time post-operatively, it was reported that a screw was broken. A revision surgery is scheduled. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defects have been identified on the implants that could be responsible of the event. The damages observed are consistent with a fatigue damaging of the metal due to repeated flexural loading of the mas. The origin of the breakage cannot be determined with the provided information.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.